Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011, reporting of liquid dripping off a probe after running controls on their coulter ac*t diff analyzer. Customer was wearing personal protective equipment at the time of the leak and reported there was no exposure or injury associated with the incident. Patient results were not affected and there was no change to patient treatment and patient results. Field service engineer (fse) was dispatched and noted that the old diluent filter was causing a back pressure of diluent to drip out of the probe. Fse replaced the filter and verified repairs per established procedures.